Event description:
On (B)(6) 2012, the patient contacted animas to report that in (B)(6) 2011, she obtained blood glucose readings of 500 mg/dl to 600 mg/dl and she was admitted to the hospital. The patient was treated with intravenous insulin. At that time, the patient experienced the symptoms of nausea, and she also suffered from the flu. Prior to this event, the patient had received the "exceeds max tdd" alarm on the pump. The patient did not address or clear the alarm. The patient continued to wear the pump, without understanding that this message indicated she was no longer receiving any further insulin. The patient refused to further troubleshoot the pump, therefore, it was not possible to determine if the pump was functioning appropriately. The patient's technique was incorrect by not addressing an alarm given by the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was admitted to the hospital after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/19/2013 with the following results: no data in black box or download histories from time of reported hospitalization due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No defect was found.